Event description:
Clinic reports that air passed the ultrasonic air bubble detector (uabd) before an air in blood alarm was issued. There was no pt injury or medical intervention.

Manufacturer narrative:
The device was being used for pt treatment at the time of the incident. There were no known physiological/procedural factors involved. Note: the device was not evaluated by the MFR but was functionally checked by the clinic's biomed department. This functional check showed that the machine was operating to MFR's specs. Thus, the MFR is able to draw a reasonable conclusion. A review of the cpf/dtf histories is not possible without a serial number. Test procedure followed: qara 146 sec 2.3; revision j. Biomed technician performed the 7 micro liter air bubble test on the "uabd" & found that the machine was operating normally, therefore no parts were returned for investigation. Additionally, data taken for MDR's, from 1996 to date, on returned parts for air in blood incidents showed that all uabd & circuit card assemblies have met manufacturing specs. It is possible, at high blood flow rates, for a bubble to move just past the detector unit before the clamp fully stops all blood flow. This can give users the perception that the uabd did not react appropriately. However, it is not clear if this is what the facility saw, & reported in this incident. An air in blood alarm, as described in section 5-11 of the cs3 operator's manual, results in a visual & a steady audible alarm. The venous clamp occludes the return line & stops the blood pump, isolating the pt from the machine. The response would be the same even of the "uabd" indicated that air was in the blood when in fact it was not, thus a false alarm. In the event of not being able to reset the alarm the pt is still safe because the venous clamp is still clamped & the blood pump is still stopped. In addition the blood can be returned to the pt manually by following the manual blood return procedure in the operator's manual. The failure mode described in this complaint is addressed by corrective action analysis number(s): far#950033.sales, service, &/or customer contacts: no.